Manufacturer narrative:
H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak, clear passage, and twist clamp function testing were performed with no issues noted. Additionally, the torque engagement/disengagement testing on the sample had acceptable results. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was not able to be closed completely. This was identified while preparing for a six (6) month transfer set change on a peritoneal dialysis patient; prior to connecting to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.